Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3 : reference MFR. Report: 1627487-2016-00129; reference MFR. Report: 1627487-2016-00131. It was reported the patient's lead(s) exhibited invalid impedances. Reprogramming was performed using the valid contacts. Subsequently, the patient underwent surgical intervention wherein one of the extensions was found to be broken. The affected extension was explanted and replaced. Effective stimulation was restored following surgical intervention. As it is unknown which of the extensions was replaced, all three extensions are being reported.